Manufacturer narrative:
Device received with failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test battery out limit alarm due to failed battery test alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg /dl at the time of incident and current blood glucose level was 220 mg/dl. The customer was treated with manual injection. Customer stated that the insulin pump alarmed after battery change. Customer reported that they were able to clear the alarm. Customer stated that they did not receive a request to rewind pump. Customer has received multiple batt out limit alarms when batteries are out of the insulin pump for less than one minute. Customer stated that the insulin pump did not alarm batt out limit. The insulin pump will be returned for analysis.